Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. She changed the battery and was saying battery out limit. Customer said the time was stuck at 12:00. Customer's blood glucose level was 209 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to unresponsive button. (B)(4).